Manufacturer narrative:
The manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received with both seals broken and the right plunger case cracked. Bottom case screw chamber broken. The history log showed (1) there was multiple force sensor test errors in the ehl (2) non related tests included (1)check and tested force sensor. (2) power up process. Tests confirmed (1)plunger cable found broken. (2) loose screws on board-power supply and ac receptacle. The root cause was normal wear - pump is over 12 years old. The tech (1) replaced plunger cable and force sensor as a preventive. (2) tighten board and ac "recept" screws contacts. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the force sensor error " wont turn on". No patient injury reported.